Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The pacing impedance trend curve with measurements from 27-jan-2019 to 23-sep-2019 showed stable values around 450ohms. In this period, measurements of the shock impedance gradually dropped from 75ohms to 70ohm with short increase up to 78ohm at the end of september. The available iegms showed artifacts on the right ventricular channel leading to oversensing and inappropriate therapies what was mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 63 months, oversensing with inappropriate therapies on the right ventricular channel was reported.